Event description:
It was reported that the patient has not received good benefits from his device since it was implanted. His settings were set much higher so it was believed that it was not producing the correct voltage. The device had reached normal battery depletion. The device was replaced. Since the replacement, the patient has been able to walk much better at lower settings. There were no patient injuries, and the patient recovered without sequela.